Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level was not impacted. Reportedly, the customer was able to reload their cartridges and resume insulin therapy.